Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had a corrupted leads and was not getting coverage. It was yet unknown on what symptoms the patient experienced. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action as of this time.

Event description:
A report was received that the patient had a corrupted leads and was not getting coverage. It was yet unknown on what symptoms the patient experienced. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was that the battery would not hold a charge.

Event description:
A report was received that the patient had a corrupted leads and was not getting coverage. It was yet unknown on what symptoms the patient experienced. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had a corrupted leads and was not getting coverage. It was yet unknown on what symptoms the patient experienced. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a corrupted leads and was not getting coverage. It was yet unknown on what symptoms the patient experienced. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Correction to fu #3 MDR in field . Should have been: additional information was received that the patient underwent a revision procedure wherein the leads, ipg and clik anchor were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) model#: sc-4316 lot #: 15990756 description: next generation anchor kit-sterile the explanted leads and clik anchor were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-1110-02 (sn (B)(4) device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had a corrupted leads and was not getting coverage. It was yet unknown on what symptoms the patient experienced. The patient will undergo a lead replacement procedure.